Event description:
Based on info obtained from the customer in 2003, two elevated accu tni pt samples from two different pts were generated by an access 2 instrument and reported out of lab. Pt a had an accu tni result of 0.55 ng/ml. Pt b had an accu tni result of 0.66 ng/ml. Both pts were redrawn several hours later for accu tni after the original samples were collected. Pt a had an accu tni result of <0.03 ng/ml. Pt b had an accu tni result of <0.03 ng/ml. The original samples were rerun for accu tni after the redrawn samples recovered at <0.03 ng/ml. The rerun results from both pt a and pt b was <0.03 ng/ml. The customer indicates that at least one of the two pts was admitted to the heart center because of the accu tni result and hypertension.